Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22-24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck and short common iliac arteries. The patient has a history of a coronary artery bypass graft and has an ejection fraction of 20 percent. The bifurcated stent graft was deployed from the right side, and a 16mm diameter x 5.5 cm length iliac extender cuff was placed just above the right hypogastric artery. A 16 mm diameter x 8.5 cm length iliac limb was deployed on the left side, and a 16 mm diameter x 5.5 cm length iliac extender cuff was placed just above the left hypogastric artery. The distal ends of the stent graft system graft system were dilated with angioplasty balloons. Final angiogram demonstrated transgraft flow and exclusion of the aneurysm. The renal and hypogastric arteries were patent and no proximal or distal endoleaks were noted. In december 2001, a type I endoleak was reported because of a fold in the stent graft. On the day of the event, the patient was put under anesthesia for placement of an extender cuff, but became medically unstable before the procedure began; therefore, the procedure was rescheduled. It was reported that a cordis stent was later implanted to seal the endoleak. No additional clinical sequelae were reported, and the patient is reported to be fine.